Event description:
It was reported that during follow up, oversensing was observed. After making suggested programming changes, undersensing due to large bigeminal pvc's was observed. Lead repositioning to be discussed. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.